Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced infection and inadequate stimulation despite reprogramming attempt. The patient underwent an explant procedure. No further information could be obtained.

Event description:
It was reported that the patient experienced infection and inadequate stimulation despite reprogramming attempt. The patient underwent an explant procedure. No further information could be obtained. Additional information was received that the patient had no infection, however, had more pain that needed spinal fusion.